Manufacturer narrative:
H10: a vyaire field service representative(fsr) evaluated the device onsite and replaced the battery and tubing. The fsr ran the vent for 30 minutes with no issues. The device is operationg within OEM (original equipment manufacturer)specifications. The device will be placed back in service. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that screen went blank, would not power back on during use on a patient on the vela ventilator. The customer reported respiratory therapist transferred the patient to a different unit. The customer confirmed there was no patient harm associated with the reported event.